Manufacturer narrative:
A further clinical review of the event details on 12/14/15 has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. While a tilted filter with two perforating filter limbs remains implanted, there was no patient injury or adverse patient outcome. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the medical records allege that imaging demonstrated the filter to be tilted approximately six months after implantation. An unsuccessful retrieval attempt was allegedly made approximately 9 months after implantation. Imaging allegedly demonstrated the apex and two limbs perforating the ivc wall. Based on the medical records, filter tilt, perforation of the ivc, and an unsuccessful retrieval attempt can be confirmed. It is possible that the unsuccessful retrieval attempt was the result of the filter being tilted within the ivc. It is unknown how the filter became tilted or allegedly perforated the ivc wall. The definitive root cause for the reported event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Only use the recovery cone removal system to remove the g2 filter. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Polytrauma active duty patient admitted to (B)(6) hospital after an ied blast. Patient was unresponsive, hypotensive, and obvious extremity fractures identified. Patient received necessary treatment before being transferred to the united states for continued treatment. Two days post trauma, the patient was admitted to (B)(6) medical center. Patient received several d&is lower extremity amputation revisions, myodesis and closure. Two weeks post ied incident, patient was evaluated for dvt and pe and was positive for bilateral pulmonary emboli as well as right external iliac deep venous thrombosis. Patient scheduled for same day ir procedure to place ivc filter as therapeutic anticoagulation was not an option due to sustained head injury. Guided fluoroscopy was used to successfully place ivc filter at the level of l1-l2. The patient was reported to be hemodynamically stable at the conclusion of the procedure. The patient was discharged from the hospital 36 days post trauma. Approximately six months post filter deployment, an abdominal x-ray was performed to identify position of ivc filter. Kub demonstrated a tilted filter at the level of l1-l2. Approximately eight months post filter deployment, a scheduled filter retrieval attempt was performed. A venacavagram was performed and demonstrated the ivc filter free from thrombus and also identified the apex of the filter as well as two filter limbs perforating the ivc wall. The filter was unable to be removed due to the current position of the filter. A thrombus was noted within the filter at the termination of the procedure. The patient was reported to be hemodynamically stable at the conclusion of the procedure. Injuries sustained in ied blast: open bilateral tibia/fibula fracture, open depressed skull fracture with pneumocephalus, right open distal femur fracture, left temporal laceration, left humerus/elbow fracture, right forearm soft tissue injury with exposed muscle, bilateral tympanic membrane perforation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully in a polytrauma patient after CT demonstrated bilateral pulmonary emboli and deep venous thrombus. Approximately six months post filter deployment, an abdominal x-ray demonstrated the filter was tilted. Approximately eight months post filter deployment, a scheduled retrieval attempt was performed. Guided fluoroscopy demonstrated a tilted filter with the filter apex and two filter limbs perforating the ivc wall. A vena cava gram performed identified some thrombus within the filter, no extravasation was demonstrated. Despite multiple attempts to retrieve the filter, it remains implanted. The patient was reportedly hemodynamically stable at the conclusion of the unsuccessful filter retrieval procedure.